Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A log review for the force bipolar instrument could not be performed because the lot # was not provided. Per the tableau report, there were 3 procedures on system (B)(4) that used a force bipolar instrument on (B)(6) 2021. Insufficient information was provided to determine which one was related to this event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that a force bipolar instrument had to be removed with the cannula due to a broken jaw. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument was broken at the jaws and the staff could not remove it from the cannula. The staff had to remove the force bipolar and cannula together and were proceeding with their procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff to return the instrument for failure analysis. The procedure was completed with no reported injury. Isi made multiple attempts to contact the customer, but was not able to obtain any additional information about the complaint.